Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation, visual analysis of the returned device identified: weight to the spec, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.